Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes due to t-wave oversensing due to reduced amplitude. Boston scientific technical services (ts) was consulted and discussed programming recommendations. The patient was brought in for testing and secondary sensing vector with a gain of two times was programmed. The physician requested review by ts of the stored episodes. Ts reviewed and noted that the stored episode in secondary vector is showing appropriate sensing and detection according device settings. There was no double detection noted. However, a recent treated episode was stored and showed increased rate due to possible premature ventricular contraction (pvc). Ts discussed possible programming considerations including increasing the therapy zone, if the physician determined this was clinically okay for the patient and does not want to treat this arrhythmia. The s-ICD remains in service and no adverse patient effects. Additional information was received that the patient received eight inappropriate shocks while taking a casual walk. Subsequently they were hospitalized and therapy was programmed off in the s-ICD. An x-ray was taken which did not show any difference between previous x-rays. The electrode was in the same position and the device was fixed in the pocket with no movement. Several movements were performed and the noise was not able to be reproduced. The sensing vector was reprogrammed to alternate and therapy was programmed on. Ts was again consulted to review the stored data and discussed that the noise appears to be motion relate. Ts suggested additional testing body motion and exercise testing should be performed. The patient underwent exercise testing to test alternate sensing vector. During the exercise test, the signal sensing was appropriate, there was no oversensing. The additional body motion testing was performed with good results. Smartpass was reactivated. The data was reviewed by ts and found that smartpass had disabled shortly after being re-enabled due to low r-wave amplitude in combination of long intervals. Ts noted that the amplitude is high enough to re-enable smartpass. Ts discussed options for further evaluation of data. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.